Manufacturer narrative:
The reported events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and seroma.

Event description:
Patient reported unknown side "infection, swollen, red, painful, and seroma." Patient also reported "bad immune system, had surgery in 2014 and still this day I have pain, and depression"; these events are not device related. Device remains implanted.

Event description:
Patient reported unknown side "infection, swollen, red, painful, and seroma. Patient representative reported "increased risk of alcl, mental pain, anguish and fear due to risk of alcl." Patient also reported "bad immune system and depression"; these events are not device related. Patient representative reported "personal injuries and related damages" which have been deemed not related to the device. Affected side is unknown. The device has been explanted.